Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic hysterosacropexy, presenting with acute abdominal pain and a bowel obstruction syndrome 2 days following the surgery. The proximal end of the y mesh was anchored to the sacrum with a fixation device. The peritoneum was then closed using a suture. Two days later, the patient was discharged. On the night of the discharge day, the patient's abdominal x-ray revealed ileus over the small bowel. The patient was prescribed medication, an evac enema, and had a nasogastric tube was inserted due to complications, however, symptoms continued to worsen. It was discovered that the residual end of the barbed suture adopted in the peritoneal closure was incidentally hooked to the mesentery and caused small bowel obstruction. The redundant suture was released and cut off at 2 cm. Neither bowel ischemia nor significant bowel injury was noted. Two days later, the patient did not report any abdominal pain and was discharged without complication.

Manufacturer narrative:
Report was sent in error as a duplicate for MFR report number: 1219930-2018-00743 (that¿s the number for the MDR sent on the other e vent). If information is provided in the future, a supplemental report will be issued.